Manufacturer narrative:
An endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing technique and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market study the scope cultured positive for microorganisms (> 100cfu) which are categorized as "low/moderate concern". There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to specify the microorganism detected during the culture test. The scope culture tested positive for bacillus megaterium.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility and observed leak testing and manual cleaning of the tjf 160f. All steps in the reprocessing manual were performed. The ess recommended obtaining a container of clean rinse water to flush the elevator recess during manual rinsing, in order to maintain a dirty to clean work flow. In addition, recommended removing dirty ppe prior to handling the lid and using the key pad on the aer. The cause of the reported positive culture cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be updated and supplemented accordingly.

Manufacturer narrative:
As part of the post market study, the scope was sterilized and returned to the service center for a physical inspection. A visual inspection was performed on the instrument channel and noted a red scratch mark inside the channel from the bending section side. The channel was further inspected and noted multiple kinks inside the channel from the bending section side. The channel from the control body section was checked and found grayish stains. The suction channel was inspected and found black scratch marks inside the channel from the suction cylinder side. The image was checked and the image is normal. A leak test was performed and confirmed the scope passed leak test. The scratch marks and kinks inside the channel can be attributed to stress from handling and or accessories of the scope. A review the sampling technique of the sampler and the facilitator who took the sample from the positive scope indicated there were no deviations found during the audit. The exact cause of the reported positive culture could not be conclusively determined at this time because the investigation of this case is ongoing.

Manufacturer narrative:
The OEM (omsc) conducted the investigation. A re-culturing of the device was conducted according to the instruction of pms after reprocessing the scope. The sample tested positive for moraxella osloensis (1cfu). Persistent organisms were not detected during re-culturing. The automated endoscope reprocessor (medivators dsd edge) was inspected at the user facility and there were no deviations observed. There were no deviations observed during the environmental investigation. Based on investigation, the root cause of the case is following; although no reprocessing procedure deviations were observed, the potential cause was attributed to insufficient reprocessing due to improper reprocessing procedure.